Event description:
Patient was to receive chemotherapy as outpatient through power port. As infusion was started, noted swelling underneath skin surface. Stopped infusion. On the following day, patient came in again as an outpatient. Contrast was injected into the port to determine any issues. X-ray with contrast indicated cracked catheter (contrast deposited in tissues). A new port was placed without incident.